Manufacturer narrative:
The received device had the cannula assembly not deployed. The soft cannula and formed needle extended beyond the bottom housing window and the slide insert had not been secured by the catch beam. After opening the device, the cannula assembly deployed and the formed needle retracted. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to retract as intended. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract after wearing the pod for less than an hour, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected.